Event description:
"Piece of an arthroscopic port broke off in patient intraoperatively. Arthrex disposable gemini sr8 self-retaining cannula system (ref ar-6572) was used during dr. [Redacted name] shoulder arthroscopy and 1 of 2 prongs broke off. She identified it, found the piece, removed the piece, compared it to another port and proceeded to finish the case. This cannula system is not metal and would not show up on x-ray. The port was removed from the field and saved in a specimen bag along with the packaging and is with [redacted name],rn [redacted name] specialty coordinator. The reps were in the room and were going to report it to the company." Manufacturer response for arthrex disposable gemini sr8 self-retaining cannula system, arthrex disposable gemini sr8 self-retaining cannula system (per site reporter) [redacted name] site reached out to rep [redacted name] from merit and was told he did not need to send the item back.